Event description:
When trying to load neuroform stent into excelsior xt-27 microcatheter, it stuck in the microcatheter. Had to pull out stent and use another stent. The second stent "caught" but went in without difficulty. The patient was not harmed.